Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and attached, and no complaint related issues were found. The investigation of the returned instruments has shown that all three instruments are badly damaged. The thread of the extraction screw is damaged, a part of the removed screw still remains in the extraction bolt and the spare reamer tube is even broken off. Note that it is clearly visible that extensive force has led to these damages. The instruments are several years old and show clearly that they have been often used. Reviewing the manufacturing and material document shows no deviation to the specification. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while removing the screw from the patient, the instruments were broken. This report is on the extraction screw. This is 1 of 1 report for complaint (B)(4).